Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported they are unable to calibrate because their blood glucose is around 200 mg/dl and they like to calibrate at 130 mg/dl. Customer was advised to hold off on calibrating since there blood glucose continues to rise. Customer advised they received the threshold suspend alarms. Customer advised they were sweating constantly which would make it difficult for the adhesive tape to stick. Customer was advised a replacement sensor and tape kit would be sent out.